Manufacturer narrative:
Testing and investigation found the bolus cord delivered an unrequested bolus dose. This was due to an electrical short circuit in the bolus cord.

Event description:
The customer contact reported an unrequested bolus dose was delivered. On an unspecified date, the customer contact indicated that during setup, the device delivered an unrequested bolus dose. There were no reported adverse pt events while the device was in clinical use. Thought requested, no further information was provided.